Event description:
It was reported that an intra-aortic balloon (iab) rupture had occurred within the past three days (B)(6) 2023 -there was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 76.9cm from iab tip. Two kinks were observed within the catheter tubing approximately 38.6cm and 76.9cm from the iab tip. Additionally, a kink was observed in the inner lumen approximately 76.9cm from the iab tip. A portion of extracorporeal tubing was cut from the iab and not returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the lumen break occurred, but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.